Event description:
The customer reported that the energy select switch is not working properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.